Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during post operative the skeeter drill bur was broken inside the tube and left inside the tube(burr guard). The inner shaft was broken. There was no patient involvement.

Manufacturer narrative:
Section h3: product analysis observed that only a portion of the skeeter bur (shank) was returned in a small resealable bag. There were traces of brown residue observed on the shank as well as deep striations. The shank was worn out and the shaft was broken and not returned with the shank. Due to damaged condition of the device upon return the functional test could not be performed. The complaint was confirmed, due to an out of specification condition. Section h6: code b01, c0601, c070603, d1102 and g04112 were updated. The previous codes b17, c20, d16 and g04041 were no longer applicable. Section e: initial reporter email ID has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.